Event description:
A theatre manager reported that during an intraocular lens (iol) implant surgery, the plunger failed to push the lens out of the cartridge. The procedure was completed with backup lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device was returned in clear plastic bag. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Insufficient amount of viscoelastic is observed in the device. The plunger and the lens have been advanced into the mid nozzle. The plunger is at the trailing optic edge. The lens is crushed. The root cause may be related to failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ophthalmic viscosurgical devices (ovd) can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).